Manufacturer narrative:
The events of "capsular contracture, seroma-late, lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, seroma-late, lymphadenopathy.

Event description:
Healthcare professional reports right side rupture, capsular contracture, baker grade iii, "multiseptated liquid collection", "edema of adipose planes", "enlarged lymph nodes in the left axilla", and "formation of purple areas on the breast". Treatment with dipyrone was given. The device has been explanted.